Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient had an unexpected refractive outcome. The target was plano and the postoperative refraction was +4.75-3.25x120. According to the surgeon's opinion the iol did not cause or contribute to the event. No explanation of potential causes were reported. Additional information has been requested.